Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's implantable neurostimulator was removed. The patient reported that the trial worked well for his arthritis pain, and the implant worked well for a very short time and then he kept trying to use it to help his functional ability, but it stopped stopping the pain. During the trial, the patient was able to sit up for 45 minutes, but after the implant, that did not happen. It was a short time, but he kept on trying until about 6-7 months prior to the report, when the device was removed.